Event description:
It was reported that during a transverse rectus abdominus myocutaneous "flap/graft" when being used to clip side vessels the device dissected/tore the side vessels. The main vessel was okay. It was believed that the clip did not fully load into the jaws. There was approximately 200 cc's of blood loss; no transfusion was required. Another clip applier was used to stop the bleeding. There was no patient harm. It was noted that there were areas of non-profusion in the graft. It was reported that the device was being held by the complainant, and that currently there was a properly loaded clip in the jaws.

Manufacturer narrative:
It was reported that the device was being held by the complainant. A follow-up report will be sent if the device is received.